Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector was clogged. The following information was provided by the initial reporter: after the nurses performed PICC maintenance for the patient and replacing the needleless connector, they connected the liquid and found that the liquid did not drip. After replacing the needleless connector, it was found that the liquid is instilled successfully, which wastes the patient's infusion time.

Manufacturer narrative:
H.6. Investigation: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. From the feedback provided by the customer it appears that an occlusion was observed during attempted access of the maxplus; no further information was available to assist the investigation in this instance. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxplus needleless connector was clogged. The following information was provided by the initial reporter: after the nurses performed PICC maintenance for the patient and replacing the needleless connector, they connected the liquid and found that the liquid did not drip. After replacing the needleless connector, it was found that the liquid is instilled successfully, which wastes the patient's infusion time.